Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and ¿coupler was found corroded. Rust is generated on the shaft part¿, occurred due to flooding from the damaged part of the cable, focus switch and front head cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The field service engineer reported to olympus, the coupler of the hd autoclavable camera head was found corroded. Rust was generated on the shaft part. The issue was found during incoming inspection at the olympus medical systems india (omsi) repair center. The device was reprocessed prior to pick up. There were no reports of patient harm.

Manufacturer narrative:
During the inspection of the device, other malfunctions found were the coupler was found corroded due to which its movement was wobbly, restricted and not smooth. Cable was cut which was the cause of leak from the cable. Leakage also found from the focus switches and head cover. There was pinch marks on the remote switches and focus switches of the charge coupled device (ccd). Six white dots in the image. The camera spring was detached. Sharp part of the coupler exposed was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.